Event description:
Device malfunction: none. Time of symptoms/ae: post-procedure. Symptoms:occlusion. The following events were noted through a periodic article review. A prospective study was performed to evaluate whether stent placement in infrapopliteal arteries is helpful in failed percutaneous transluminal angioplasty (pta). Infrapopliteal pta was performed in arteries of total patients with chronic critical lower limb ischemia. Stents were placed in some arteries where pta was not successful. On complication of the study is as follows: stent placement restored patency to the anterior tibial artery; however, the tibiofibular trunk was overlain by the stent and occluded. Treatment, if any, was not identified.

Manufacturer narrative:
The device is not available for evaluation; therefore, device evaluation could not be performed and a root cause could not be determined. The lot number was not identified; therefore, a device history record review could not be performed. Attachment: j. H. Pergrin md, et al; "self-expandable stent placement in infrapopliteal arteries after unsuccessful angioplasty failure: one-year follow-up", published cardiovasc intervent radiol (2008) 31:860-864.